Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that upon surgeon's attempts to seal the patient's colon tissue during a da vinci colon resection procedure, the endowrist one vessel sealer instrument did not seal when prompted. No patient harm, adverse outcome or injury was reported.